Manufacturer narrative:
(B)(4). Visual inspection: no problem during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. Functional inspection: after precision camera control unit (ccu) serial number (B)(4) was analyzed and tested it was found that there was a defective electrical component ics (qa01) on the main board, this component is responsible for the failure of the unit to provide signal output. The complaint from the customer was confirmed in house during our investigation. The unit has the most current software version which is currently 2 2 0 - 2 4 0 for the front and digital boards respectively. Root cause: defective electrical component failure ic qa01 on the main board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that image was lost during the procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that image was lost during the procedure. The procedure was completed successfully.